Event description:
Reporter stated that back to back tests performed on their surestep meter were 449 and 227 mg/dl (66% difference). Control solution test result (114) was in range (88-133). No symptoms were reported. There was no allegation of harm.